Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End users daughter reports redness and a small open area to the peristomal skin. The end user has had red intact skin 360 degrees around the stoma since the surgery in (B)(6) 2013. There is a small area noted to the left of the stoma that is open. This is a recent occurrence. The daughter was unable to give a time frame. It will occasionally bleed during ostomy care. The daughter was not able to provide the size of this open area just stated that it is small. The daughter is cleaning the skin with soap and water; applying stomahesive protective barrier wipes; spraying an unknown brand of protective barrier, stomahesive paste and finally the wafer. Instructed the daughter in skin care and the crusting technique. She was also instructed not to use the paste. Samples of the eakin cohesive slim; sensi-care no sting protective wipes and the precut convex wafer were sent. She was instructed to call back with any questions or concerns.